Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had a screen problem. There was no patient harm reported.

Event description:
It was reported before use by the customer that the cardiosave intra aortic balloon pump (iabp) had a screen problem. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1 initial reporter : (B)(6) updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6(impact code), h11 corrected fields: d1, d4(model, catalog, serial, UDI) a supplemental report will be submitted upon completion of our investigation.